Manufacturer narrative:
The user-reported infusion rate issue and the air-in-line false alarm issue were not confirmed. On 12/18/2017, the device was found to have a flow rate accuracy of -1.38%, which was within the +/-5% specification. The device was tested and it performed within all specifications on 12/18/2017. The pump periodic preventive maintenance (pm) interval recommended by zyno medical in the instructions for use (IFU) is one year. Our company records indicate that the last pm performed by zyno medical for this pump was on 09/20/2016.

Event description:
This is a follow-up for the initially filed MDR (3006575795-2017-00322).

Manufacturer narrative:
The manufacturer is still waiting for the arrival of the device.

Event description:
The user reported an infusion rate issue and an air-in-line alarm issue with the device. "That was >6mos ago. It seems the biggest problem is not infusing correctly when set rate of over ie; 2hrs it takes up to 3hrs. Also pumps alarming air in line however no air present. My serial numbers are (B)(4) its hard to pin point which one because they all need maintenance". No patient injury or harm was reported, and no specific event date was provided by the user.